Event description:
The customer observed a falsely increased potassium result processed on the alinity c processing module for one 30 year old female patient. The result was reported and questioned by the doctor. The sample was repeated with a lower result. Another sample from the same patient was tested and the results were lower. The following data was provided: processed on (B)(6) 2023, sid (B)(6) initial result = 7.7 mmol/l repeat results = 4.6. Another sample from the same patient = 3.5 ran on another instrument = 3.9. Reference (normal) range for potassium = 3.5 to 5.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased potassium results processed on the alinity c processing module for multiple patients. The results were reported and questioned by the doctor. The samples were repeated with lower results. The following data was provided(additional data provided 16mar2023): sid (B)(6) processed on (B)(6) 2023 initial result = 7.7 mmol/l repeats processed on (B)(6) 2023 results = 4.6 after assay calibration = 4.0 another sample from the same patient = 3.5 ran on another instrument = 3.9. Sid (B)(6) processed on (B)(6) 2023 initial result = 7.4 mmol/l repeat processed on (B)(6) 2023 ran on another instrument = 3.9. Sid (B)(6) processed on (B)(6) 2023 initial result = 8.7 mmol/l repeat processed on (B)(6) 2023 ran on another instrument = 4.6 repeated on initial instrument = 4.6. Sid (B)(6) processed on (B)(6) 2023 initial result = >10.0 mmol/l repeat processed on (B)(6) 2023 ran on another instrument = 3.2 repeated on initial instrument = 3.4. Reference (normal) range for potassium = 3.5 to 5.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
This complaint is associated with discrepant results generated on the alinity c processing module, serial number (B)(6). The customer installed ict modle (09d28-04 lot # 220715337) and falsely elevated potassium results were observed. The customer determined the ict modle (09d28-04 lot # 220715337) the likely cause of the discrepant results and installed a new ict module resolving the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic potassium patient results for the alinity c processing module, serial number (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the ict modle (09d28-04 lot # 220715337), did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Manufacturer narrative:
Additional data provided 16mar2023 complete information for section a1 patient identifier: sid (B)(6) . Additional patients added on 16mar2023 section b5 describe event or problem updated. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased potassium results processed on the alinity c processing module for multiple patients. The results were reported and questioned by the doctor. The samples were repeated with lower results. The following data was provided(additional data provided 16mar2023): sid (B)(6) processed on 06mar2023 initial result = 7.7 mmol/l repeats processed on 07mar2023 results = 4.6 after assay calibration = 4.0 another sample from the same patient = 3.5 ran on another instrument = 3.9. Sid (B)(6) processed on 06mar2023 initial result = 7.4 mmol/l repeat processed on 07mar2023 ran on another instrument = 3.9. Sid (B)(6) processed on 06mar2023 initial result = 8.7 mmol/l repeat processed on 07mar2023 ran on another instrument = 4.6 repeated on initial instrument = 4.6. Sid (B)(6) processed on 07mar2023 initial result = >10.0 mmol/l repeat processed on 07mar2023 ran on another instrument = 3.2 repeated on initial instrument = 3.4. Reference (normal) range for potassium = 3.5 to 5.0 mmol/l no impact to patient management was reported.